Event description:
Report was received of a long term mechanically ventilated nursing home pt having a free flow event occur that resulted in the death of the pt. The pump set was described by the customer to have been improperly set up on the unit. The rptr indicated they put the set back on properly and were unable to dislodge it with bumping, and pulling. The reporting customer stated they do not feel the set was responsible (defective) for the free flow event that occurred.